Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
Customer reported 2 false positive results on the alinity m resp-4-plex assay, one for flua and one for rsv. The samples were positive on the alinity m resp-4-plex assay but negative on cephaid. These questioned results were not released, so they were not made available to have impact on patient management. Molecular application specialist explained to local field application specialist (fas) who is in contact with the customer that these specimens have extremely low viral concentrations, therefore, the molecular diagnostic methods may not have high reproducibility. Fas understood and has discussed patient results with customer. The customer did clarify that they have confidence in the results given by the kit for the target sars cov-2, so at this time they are releasing results for only that target. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the server results log for the questioned run was reviewed. The run was valid, met assay specification requirements, and no error codes or flags were displayed for the controls. The assay reagents performed as expected and met the assay specification requirements for the controls. There is no indication that lot 514503 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott alinity m resp-4-plex amp kit (list 09n79-090) lot 514503 and its components was performed. The manufacturing packets were obtained from abbott molecular document control and reviewed to identify any issues related to the reported complaint during production of the lot components. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 514503. The CAPA review was performed to identify any records that were potentially related to the reported complaint for abbott alinity m resp-4-plex amp kit (list 09n79-090) lot 514503 and its components and did not identify any internal or post-production use issues related to these lot numbers and the reported issue. Complaint history review: the lot specific complaint history review for abbott alinity m resp-4-plex amp kit (list 09n79-090) lot 514503 identified one (1) additional complaint related to the reported issue for the alinity m resp-4-plex amp kit (list 09n79-90) lot 514503. The complaint was independently investigated and no product deficiency was identified. Based on the results of the investigation elements, a product deficiency for the abbott alinity m resp-4-plex amp kit (list 09n79-090) lot 514503 was not identified.